Event description:
The complainant reported that the clinicians implanted an obtryx sling system in a pt in 2009. Post op, the pt was found to have developed a labial hematoma. The pt was monitored. The complainant reported that the hematoma has resolved and the pt's condition is "fine".

Manufacturer narrative:
The complainant reported that the device will not be returned for eval as it remains implanted in the pt; therefore, a failure analysis is not available. If there is any further relevant info from that review, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A review of the labeling was conducted and the dfu states that hematoma is one of the adverse events that have been reported as a complication from this procedure. In conclusion, while the device was unable to be returned, the complication, hematoma, is an anticipated complication due to a physiological effect of the procedure as noted within the directions for use. The root cause of the event is, therefore, anticipated procedural complication.